Event description:
The rv lead impedance was reported to be high. Technical services recommended chest x-rays and isometrics. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.